Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post-op liner dislocation and ceramic head wear. The patient underwent the revision surgery of right total hip replacement on (B)(6) 2022. The reason for the revision surgery was already reported, see (B)(4) for details. During the revision surgery, the first liner and ceramic head were explanted from the patient, and the new liner and ceramic head were implanted. After examination on (B)(6) 2022 post-op, through the x-ray pictures, the surgeon concerned that the liner may dislocate after the revision surgery and will lead to ceramic head wear. Re-revision surgery plan was not confirmed. The patient was still in hospital now.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant bearing wear or anything indicative of a device nonconformance was found. The complaint is not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.